Manufacturer narrative:
Investigation conclusion: the customer complaint of the keypad failure for all three pump modules was confirmed through testing. The likely cause of the keypad failure is the result of the fluid ingress observed within the keypad traces. Fluid ingress within the keypad traces can result in making the circuit more brittle which would lead to the cracking of the keypad traces in the flex cable. Although there was no evidence found, based on the observations described in fir# (B)(4) section 3.2.4, ¿additional investigation actions¿, the point of entry of the fluid ingress is the bottom of the keypad, between the front case and keypad overlay. Fir#(B)(4) was opened to investigate fluid ingress of pump module keypads and door assemblies. A review of the device history record in sap for (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that they are experiencing nonresponsive pump module keyboards. The broken keyboards were identified either by biomed or by clinicians as they were turning on the units prior to use on patients. No patient involvement was reported.